Manufacturer narrative:
Explant date was entered; date of event was selected based on congress presentation date.

Manufacturer narrative:
Publication is attached.

Manufacturer narrative:
(B)(4). Device lot number was requested, but not supplied; therefore, no review of the manufacturing paperwork could be performed. The explanted device was not returned. Therefore, direct product analysis was not possible.

Event description:
In review of published literature, these findings were noted: kenichi honma et al., ¿study of operative procedures and postoperative outcomes of gore acuseal vascular graft.¿, the 117th annual congress of japan surgical society, abstracts, page ps-229-1 (2017.04). Between december 2015 and august 2016, 36 patients underwent arteriovenous graft surgery using a gore® acuseal vascular graft. The grafts were placed in the forearm (17 patients), in the upper arm (17 patients) and in the thigh (two patients). The literature stated that since the outer diameter of acuseal vascular graft is thick, risk of wound dehiscence is high and attention for graft infection is needed. Sometime after the implant procedure (dates not specified), two patients experienced graft infection. Shunt repair and explant of infected graft was performed for each patient. Further information was requested but not made available.